Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer before use that the cardiosave intra-aortic balloon pump (iabp) unit malfunctioned due to autofill error. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, e3, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to duplicate the issue. The unit passed all functional and safety checks to factory specification.